Event description:
On 20-may-2025, the italian subsidiary notified teoxane geneva of an adverse event. A patient was injected on (B)(6) 2025 with 0,8 ml of rha 4 in the nose (0,2 ml in the nasal spine + 0,1 ml in the columella + 0,1 in the nasal tip + 0.1 ml in the nasal tip + 0.2 ml per side in the pyriform fossa) using the needle provided in the box (27g/13mm). During the injection, the injector saw a nasal dorsum blanching but the patient didn't feel pain. One hour and a half after the injection, the injector assessed a normal color and tissue refill. In the following days, the patient experienced swelling and soreness in the nose and applied bactrogram inside the mucosa of the right nostril. On (B)(6) 2025, the injector assessed redness, soreness and swelling of the nose. The local medical expert was contacted and confirmed the diagnosis of nose artery ischemia. Regarding the seriousness of the diagnosis, this case was deemed reportable. A first course of hyaluronidase was performed and aspirin was prescribed. On (B)(6) 2025, we were informed that the patient received 20 ui of hyaluronidase (10 ui in the columella and 10 ui in the tip). On (B)(6) 2025, we were informed that the symptoms improved but that some red areas appeared from the glabella to the forehead. The local medical expert was contacted again to evaluate if a new hyaluronidase injection was needed. On (B)(6) 2025, the local medical expert assessed the red areas as being a consequence of the ischemia and that the symptoms completely disappeared. So, the case was considered closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without "sequelae". If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. Additionally, this teoxane product is not indicated for this area. Therefore, this constitutes an off-label use for which the safety and performance of the product cannot be guaranteed.